Manufacturer narrative:
The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. Unable to perform the excessive no delivery alarm due to prime anomaly.

Event description:
It was reported that the drive support cap was sticking out. The caller stated that while changing the site, the device alarmed no delivery. Then the infusion set was changed and the insulin pump did function. Advised the father to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.